Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide devices was attempted in the right common femoral artery via a 7fr sheath hole using the pre-close technique prior to an embolization procedure. Reportedly, the first proglide device was successfully placed with no issues. A second proglide device locked in the vessel and could not be removed. The patient had to undergo general anesthetic for a femoral cut down. The suture was pulled out then the device and the footplate was noted to not be retracted fully. A wire was able to be placed and the vessel was found to be very poor quality and damaged. Bleeding was evident. An endarterectomy followed by interposition graft was done to repair the artery with surgical closure. A clinically significant delay in the procedure was reported. The patient remained in hospital and experienced a myocardial infarction one week after the procedure. The myocardial infarction was deemed possibly related to the second proglide and the subsequent intervention. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. Entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects of hemorrhage, myocardial infarction and tissue are listed in the electronic proglide instructions for use (eifu) as potential adverse events of use of the device.there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.